Event description:
The manufacturer received information alleging a ventilator inoperative occurred while in patient use. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or injury reported with this notification. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue. Overall checks, cleaning and a functional test were performed. The software version was checked. (3.6.5)